Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 135 mg/dl. Assisted the customer in performing a 5.0u fill tubing and insulin did exit. Advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.